Event description:
The device was used during a laparoscopic bilateral tubal ligation. After the several unsuccessful attempts, the surgeon achieved penetration and bleeding was observed. The surgery was converted to a laparotomy and a laceration to the common iliac vein was noted and repaired.